Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving lioresal, concentration 500 mcg/ml at a dose of 200 mcg/day via intrathecal drug delivery pump for intractable spasticity, spinal cord injury/spinal cord disease and post spinal cord injury. It was reported that eri (elective replacement interval) occurred (B)(6) 2017 as expected and on (B)(6) 2017 the patient was in acute withdrawal. The patient had symptoms of sweating and significant spasticity; this was considered a sudden change in therapy/symptoms. It was reported that the last refill was (B)(6) 2017 and the drug was changed from gablofen to lioresal. The patient did have a lot of other comorbidities and would likely not have the pump replaced. No further complications were reported. Additional information was received from (B)(6). It was reported that the patient was further identified as (B)(6)-years old and african american. Additional medical history included thoracic spinal cord injury (2010), spastic paraplegia, and stage IV sacral decubitus ulcer over the right ischium with osteomyelitis. Concomitant medications included marijuana and an unspecified laxative (dates of therapy, route, dose and frequency of use were not reported). On (B)(6) 2011, the patient started treatment with lioresal 500 mg/ml at 199.84 mg/day, intrathecally via the synchromed ii pump. It was clarified that in the morning ("am") of (B)(6) 2017, the pump was beeping. The patient presented to the ER (emergency room) at 0500 ("5 am") on (B)(6) 2017 with symptoms consistent with itb (intrathecal baclofen) withdrawal. While in the hospital, the patient was treated with IV (intravenous) robaxin (methocarbamol), morphine and unspecified fluids. Oral baclofen was not administered secondary (2/2) to nausea and vomiting. Lioresal was weaned and discontinued and on (B)(6) 2017, the pump was refilled with saline. As of (B)(6) 2017, the patient no longer experienced withdrawal symptoms and "++ spasticity and spasms." No further complications were reported.

Manufacturer narrative:
Correction. Product problem does not apply. If information is provided in the future, a supplemental report will be issued.